Event description:
On 13th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the brake cover was missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 13th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the brake cover was missing. The issue was discovered during preventive maintenance. It was confirmed the cap fell down due to cleaning. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 13th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the brake cover was missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination. Corrected b5 describe event and problem: on 13th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the brake cover was missing. The issue was discovered during preventive maintenance. It was confirmed the cap fell down due to cleaning. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. On 13th october 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the brake cover was missing. The issue was discovered during preventive maintenance. It was confirmed the cap fell down due to cleaning. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the information collected the silicone cap, covering the brake, was probably removed during a cleaning procedure. It was probably a misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.